Event description:
It was reported that a 980 ventilator had low tidal volume. The service personnel (sp) inspected the ventilator and found cause traced to non-medtronic breathing circuit (intersurgical patient circuit) which is independent of the ventilator. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).